Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the xenon light source had an intermittent image. There were no reports of patient harm.

Event description:
The customer reported: the s socket of the light source was defective; the image was noisy; other info was not given.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: b5, h3, h4, and h6. The device was not returned to olympus for inspection; the customer's complaint of intermittent image was not confirmed. As per the olympus field service engineer (fse), the faults of the device disappeared; the user still uses this device now, so the user has not returned the device yet. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.